Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Conference provider with (B)(6) in tech and states, this will be the fifth time bolt has been replaced that has sheared off, (B)(6) in tech states physical abuse and will not be warranty. Provider was advised based on quality findings may not receive credit. Unit is in a group home.